Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the apollo micro catheter was returned for analysis. The 3.0cm detachable tip was found to be detached. Onyx reside was found within the apollo hub. No damage was found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. Onyx residue was found within the apollo distal end lumen. The apollo micro catheter appears to be occluded with onyx. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. However, the cause for the tip detachment could not be confirmed. Regarding the customer¿s report of ¿catheter leak¿ the issue could not be confirmed. Images relevant to the issue were not provided for review. It is possible the premature detachment of the apollo tip contributed to the ¿leak¿ issue. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device is received and the evaluation is completed, a supplemental report will be submitted. For onyx, please refer to MDR# 2029214-2018-00807. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow directed microcatheter reached a misshapen mass. The dmso was washed out of the microcatheter and when onyx adhesive was pulled out 3.0ml from the distal end, it was found that there was leakage of adhesive at the junction between the tip end and the catheter. After stopping the cementing, the end of the microcatheter was removed and found to be free. It was not stated whether the distal tip of the medtronic flow directed microcatheter was detached or not. The patient was undergoing embolization treatment of a vascular malformation. The patient¿s vasculature was minimal in tortuosity. The access vessel was the femoral artery with size of 7.3mm. The microcatheter was flushed as indicated in the instructions for use.

Manufacturer narrative:
The apollo microcatheter detachable tip detached and remained in the patient. The exact location in the patient was not known. If information is provided in the future, a supplemental report will be issued.